Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
During eval, the force sensor pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred.